Event description:
User receiving low sodium results for five patient samples. Initial result gave 132 mmol/l; repeat gave 140 mmol/l. User sent corrected reports, patients not adversely affected. The customer replaced etcher and activator on board the system and performed electrode service and etched electrodes which resolved the issue.

Event description:
User receiving low sodium results for five patient samples. Initial result gave 131 mmol/l; repeat gave 141 mmol/l. User sent corrected reports, patients not adversely affected. The customer replaced etcher and activator on board the system and performed electrode service and etched electrodes which resolved the issue.

Event description:
User receiving low sodium results for five patient samples. Initial result gave 130 mmol/l; repeat gave 139 mmol/l. User sent corrected reports, patients not adversely affected. The customer replaced etcher and activator on board the system and performed electrode service and etched electrodes which resolved the issue.

Event description:
User receiving low sodium results for five patient samples. Initial result gave 131 mmol/l; repeat gave 140 mmol/l. User sent corrected reports, patients not adversely affected. The customer replaced etcher and activator on board the system and performed electrode service and etched electrodes which resolved the issue.

Event description:
User receiving low sodium results for five patient samples. Initial gave 130 mmol/l; repeat gave 141 mmol/l. User sent corrected reports, patients not adversely affected. The customer replaced etcher and activator on board the system and performed electrode service and etched electrodes which resolved the issue.